Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. A review of the photo associated with this event has been performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: looks like a grip cable might be frayed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon suddenly could not control the mcs to cut tissue during procedure. The instrument was installed correctly under vision. An issue happened when the instrument had not been removed to clean or change to another instrument. The procedure was completed with no reported injury.